Event description:
Report rec'd from the USA stating the "motor was overheating." The device was being used during knee sugery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent.